Manufacturer narrative:
Company comment: the serious events of oedema, nodule and mass at implant site were considered expected and possibly related to the treatments. The serious event of eyelid ptosis was considered unexpected and possibly related to treatment with restylane lyps lidocaine and restylane kysse but unexpected and unrelated to the treatment with restylane lyft, as this treatment was not performed at the affected area. The non-serious events of inflammation, induration and pain at implant site were considered expected and possibly related to the treatments. Serious criteria include potential permanent damage. The potential root causes for the events include treatment procedure and user error. Potential contributory factors include incorrect placement of filler. The restylane lyps lidocaine and restylane kysse were used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number pt2020033834 is a spontaneous report sent on 13-jul-2020 by a (B)(6) female patient concerning about herself. The patient's medical history included allergic to seafood and piri-piri. The patient was not taking any medication. No information about previous filler treatment has been provided. On (B)(6) 2019, the patient received treatment with about 0.4 ml restylane lyps lidocaine to the dark circle fold below the eyes (about 0.2 ml on right and left side) using cannula with unknown injection technique. The patient also received 2 syringes of restylane lyft to cheeks, malar region, nasolabial folds (1 syringe on each side) with unknown needle type and injection technique. The aim of the treatment was to provide a more relaxing and healthy look with filling of some areas that the physician thought strategic. Everything was okay at the beginning and without problems. On an unknown date, the patient received treatment with restylane kysse to eyelids (unknown amount, lot number, injection technique and needle type). The patient was injected restylane lyps lidocaine to the dark circle fold below the eyes/restylane kysse to eyelids (off label use of device). On an unknown date in (B)(6) 2019, after 15 days, physician had assessed the patient, everything was okay, without problems. Unknown time later, on an unknown date in (B)(6) 2019, the patient experienced product nodule(implant site nodule) on the left side of the dark circle below the eye. The patient had undergone two echographies, one on (B)(6) 2019 and recently on (B)(6) 2020. One month later, on an unknown date in (B)(6) 2019, the patient had experienced swelling/permanent oedema(implant site oedema) in eyelid more pronounced when she woke up and that remained afterwards. The oedema goes from the infraorbital area until malar area. The patient never had problems on that area before the procedure. The patient never had oedema or sacs. The physician showed his availability to remove the product with hyaluronidase. According to the physician, the patient did not want to remove the product with hyaluronidase. The patient wanted to wait and see how it will develop because she was afraid of the risks of using hyaluronidase. The physician stated that he observed the patient four times during the year and his nurse observed the patient about 10 times during the year. The patient stated that she was told that the product would be completely absorbed without complications and 19 months had passed and she still had this nodule and persistent oedema. The patient looked for physicians for a second opinion namely ophthalmologists and plastic surgery, who work with this brand in order to be observed for the problem resolution without damages. The constant oedema skin was very damaged on that area. On (B)(6) 2019, echography of the soft tissue of the right periorbital region was done. In the soft tissues of the inferior right periorbital region, it was identified that at the level of deepest portion of the dermis and subcutaneous fat, a formation markedly oval hypoechogenic with 1.7-1.3-0.4cm, believed to translates loculation/encystation of formation of liquid type, to highlight considering the treatment performed. The concerned formation extends deep until the malar bone. No echography signs suggesting inflammatory changes in adjacent soft tissues are observed. On (B)(6) 2020, echography of the right infraorbital region was done. In the subcutaneous cell tissue and deep portion of the dermis at the level of right infraorbital region on the more medial half, identified a formation vaguely nodular hypoechogenic elongated of barely-defined limits with 11-8 -3 mm that was believed translates the accumulation of the intradermal injection of hyaluronic acid mentioned on the clinical information. It was also verified discrete edematous infiltration of the subcutaneous fat of the infraorbital region and on the more lateral portion extending to the malar region, being visible at this level two small ganglions(implant site mass) of reactive inflammatory nature(implant site inflammation), the largest with 4.4-2.5 mm. No liquid collections are identified in the studied region. On 15-jul-2020, upon follow up, the patient stated that she had visited 7 different physicians who did not solve this. Besides always using eyeglasses, she was emotionally very debilitated due to walk around the country looking for someone who want to solve the situation, and worse than this, to postpone her life due to this. On 16-jul-2020, follow up information was received from the physician who performed the treatment. According to the physician, he performed the treatment on the patient in jan-2019, last year with restylane lyft and lyps and everything was okay at the beginning, without problems. He assessed the patient after 15 days, everything was okay, without problems. Meanwhile, the physician was informed by the patient that she had done echographies at another place and that they had revealed inflammatory reaction around the injection site. The physician mentioned again to the patient the removal with hyaluronidase and showed again his availability to solve the problem. The physician said that he had returned the entire money to the patient. The physician mentioned that the patient sent him aggressive messages, mentioning the break of trust in him. The physician said that he has pre and post treatment photos of the patient. He mentioned that the patient was a complicated person (he commented on a possible loss of her husband, but he was not sure). He mentioned again that he remain available to solve the problem. As per follow up information received on 03-aug-2020 and 12-aug-2020, the patient had been experiencing persistent edema under the eyes and malar edema for 21 months. The swollen eyes improved at the end of the day. The patient reported malar edema, as the liquid from eyes does not drain and accumulates in the malar area which she never had this before. The patient also felt pain when laughing(implant site pain) and a rigid cord(implant site induration) on the right side. The patient also reported that the situation was emotionally affecting her, and she almost was not going outside of the house. She had visited other clinics but none wanted to act with the administration of the enzyme that reverts the effect and mentioned that probably she had to go abroad to do a surgical correction to revert the adverse event. Since no reply was received from the physician regarding the email sent to him on 16-jul-2020, another email was sent on 17-aug-2020 to the physician who performed the treatment in order to collect missing information on the case, namely the lot numbers of the restylane products used. As per follow-up information received on 25-jan-2021 and 29-jan-2021, the patient had come in contact with physician who told her that the product was applied as foreseen and the correct techniques were used. The physician did not know the reason why the patient had the adverse events. During the contact, the patient mentioned that the product restylane kysse was used on her eyelid. After the intervention, her eyelid dropped down(eyelid ptosis) which made it impossible for her to drive. As per follow up information received on 31-jan-2022 and 02-feb-2022, the patient reported that she had already sent several complaints about restylane, which was applied 3 years ago and that she now did a resonance and the product was still appearing on her face causing her several problems so she was going to follow to the judicial via. As per follow up received on 17-feb-2022 from the patient. The patient stated that according to the information provided by the physician, restylane lyft would have an approximate duration of 12 to 18 months and would be completely absorbed. She further reported that she had received filler treatment on (B)(6) 2019 (3 years ago) and also received corrective treatment with hyaluronidase [hyaluronidase] two times (dates were not reported). In (B)(6) 2022 (last month), she underwent magnetic resonance imaging and found that the product was still there. Outcome at the time of the report: product nodule was not recovered/not resolved/ongoing. Swelling/permanent oedema was not recovered/not resolved/ongoing. Ganglions was not recovered/not resolved. Reactive inflammatory nature was not recovered/not resolved/ongoing. Pain when laughing was unknown. Rigid cord was unknown. Eyelid dropped down was not recovered/not resolved/ongoing. Injected restylane lyps lidocaine to the dark circle fold below the eyes/restylane kysse to eyelids was recovered/resolved. Tracking list: initial: fu received on 15-jul-2020 and 16-jul-2020 from the patient and physician. Case was medically confirmed. Verbatim of event implant site oedema updated. Suspect device updated from restylane silk to restylane lyps lidocaine. Also implant location, volume, needle type, event onset date of oedema were updated. Fu received on 03-aug-2020 and 12-aug-2020 from the patient: events pain when laughing and rigid cord added. Fu received on 25-jan-2021 and 29-jan-2021 from the patient: events (eyelid dropped down, implant site inflammation, off label use) and suspect restylane kysse added. Fu received on 31-jan-2022 and 02-feb-2022 from the patient: magnetic resonance performed and patient complained of product still appearing in face. Fu received on 17-feb-2022 from the patient: suspect device implant date, corrective treatment and mr image were provided.

Manufacturer narrative:
Company comment: the serious events of oedema, nodule and mass at implant site were considered expected and possibly related to the treatments. The serious event of eyelid ptosis was considered unexpected and possibly related to treatment with restylane lyps lidocaine and restylane kysse but unexpected and unrelated to the treatment with restylane lyft, as this treatment was not performed at the affected area. The non-serious events of inflammation, induration and pain at implant site were considered expected and possibly related to the treatments. Serious criteria include potential permanent damage. The potential root causes for the events include treatment procedure and user error. Potential contributory factors include incorrect placement of filler. The restylane lyps lidocaine and restylane kysse were used off label. The case meets the criteria for expedited reporting to the regulatory authorities.evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 13-jul-2020 by a health care professional reporting her own case who was a 44-year-old female patient. The patient's medical history included allergic to seafood and piri-piri. The patient was not taking any medication. No information about previous filler treatment has been provided. On (B)(6) 2019, the patient received treatment with about 0.4 ml restylane lyps lidocaine to the dark circle fold below the eyes (about 0.2 ml on right and left side) using cannula with unknown injection technique. The patient also received 2 syringes of restylane lyft to cheeks, malar region, nasolabial folds (1 syringe on each side) with unknown needle type and injection technique. The aim of the treatment was to provide a more relaxing and healthy look with filling of some areas that the physician thought strategic. Everything was okay at the beginning and without problems. On an unknown date, the patient received treatment with restylane kysse to eyelids (unknown amount, lot number, injection technique and needle type). The patient was injected restylane lyps lidocaine to the dark circle fold below the eyes/restylane kysse to eyelids (off label use of device). On an unknown date in (B)(6) 2019, after 15 days, physician had assessed the patient, everything was okay, without problems. Unknown time later, on an unknown date in (B)(6) 2019, the patient experienced product nodule(implant site nodule) on the left side of the dark circle below the eye. The patient had undergone two echographies, one on (B)(6) 2019 and recently on (B)(6) 2020. One month later, on an unknown date in (B)(6) 2019, the patient had experienced swelling/permanent oedema(implant site oedema) in eyelid more pronounced when she woke up and that remained afterwards. The oedema goes from the infraorbital area until malar area. The patient never had problems on that area before the procedure. The patient never had oedema or sacs. The physician showed his availability to remove the product with hyaluronidase. According to the physician, the patient did not want to remove the product with hyaluronidase. The patient wanted to wait and see how it will develop because she was afraid of the risks of using hyaluronidase. The physician stated that he observed the patient four times during the year and his nurse observed the patient about 10 times during the year. The patient stated that she was told that the product would be completely absorbed without complications and 19 months had passed and she still had this nodule and persistent oedema. The patient looked for physicians for a second opinion namely ophthalmologists and plastic surgery, who work with this brand in order to be observed for the problem resolution without damages. The constant oedema skin was very damaged on that area. On (B)(6) 2019, echography of the soft tissue of the right periorbital region was done. In the soft tissues of the inferior right periorbital region, it was identified that at the level of deepest portion of the dermis and subcutaneous fat, a formation markedly oval hypoechogenic with 1.7-1.3-0.4cm, believed to translates loculation/encystation of formation of liquid type, to highlight considering the treatment performed. The concerned formation extends deep until the malar bone. No echography signs suggesting inflammatory changes in adjacent soft tissues are observed. On (B)(6) 2020, echography of the right infraorbital region was done. In the subcutaneous cell tissue and deep portion of the dermis at the level of right infraorbital region on the more medial half, identified a formation vaguely nodular hypoechogenic elongated of barely-defined limits with 11-8 -3 mm that was believed translates the accumulation of the intradermal injection of hyaluronic acid mentioned on the clinical information. It was also verified discrete edematous infiltration of the subcutaneous fat of the infraorbital region and on the more lateral portion extending to the malar region, being visible at this level two small ganglions(implant site mass) of reactive inflammatory nature(implant site inflammation), the largest with 4.4-2.5 mm. No liquid collections are identified in the studied region. On (B)(6) 2020, upon follow up, the patient stated that she had visited 7 different physicians who did not solve this. Besides always using eyeglasses, she was emotionally very debilitated due to walk around the country looking for someone who want to solve the situation, and worse than this, to postpone her life due to this. On (B)(6) 2020, follow up information was received from the physician who performed the treatment. According to the physician, he performed the treatment on the patient in (B)(6)2019, last year with restylane lyft and lyps and everything was okay at the beginning, without problems. He assessed the patient after 15 days, everything was okay, without problems. Meanwhile, the physician was informed by the patient that she had done echographies at another place and that they had revealed inflammatory reaction around the injection site. The physician mentioned again to the patient the removal with hyaluronidase and showed again his availability to solve the problem. The physician said that he had returned the entire money to the patient. The physician mentioned that the patient sent him aggressive messages, mentioning the break of trust in him. The physician said that he has pre and post treatment photos of the patient. He mentioned that the patient was a complicated person (he commented on a possible loss of her husband, but he was not sure). He mentioned again that he remain available to solve the problem. As per follow up information received on (B)(6) 2020 and (B)(6) 2020, the patient had been experiencing persistent edema under the eyes and malar edema for 21 months. The swollen eyes improved at the end of the day. The patient reported malar edema, as the liquid from eyes does not drain and accumulates in the malar area which she never had this before. The patient also felt pain when laughing(implant site pain) and a rigid cord(implant site induration) on the right side. The patient also reported that the situation was emotionally affecting her, and she almost was not going outside of the house. She had visited other clinics but none wanted to act with the administration of the enzyme that reverts the effect and mentioned that probably she had to go abroad to do a surgical correction to revert the adverse event. Since no reply was received from the physician regarding the email sent to him on (B)(6)2020, another email was sent on (B)(6) 2020 to the physician who performed the treatment in order to collect missing information on the case, namely the lot numbers of the restylane products used. As per follow-up information received on 25-jan-2021 and 29-jan-2021, the patient had come in contact with physician who told her that the product was applied as foreseen and the correct techniques were used. The physician did not know the reason why the patient had the adverse events. During the contact, the patient mentioned that the product restylane kysse was used on her eyelid. After the intervention, her eyelid dropped down(eyelid ptosis) which made it impossible for her to drive. As per follow up information received on 31-jan-2022 and 02-feb-2022, the patient reported that she had already sent several complaints about restylane, which was applied 3 years ago and that she now did a resonance and the product was still appearing on her face causing her several problems so she was going to follow to the judicial via. As per follow up received on 17-feb-2022 from the patient. The patient stated that according to the information provided by the physician, restylane lyft would have an approximate duration of 12 to 18 months and would be completely absorbed. She further reported that she had received filler treatment on (B)(6) 2019 (3 years ago) and also received corrective treatment with hyaluronidase [hyaluronidase] two times (dates were not reported). In (B)(6) 2022 (last month), she underwent magnetic resonance imaging and found that the product was still there. As per follow up received on 15-mar-2022 from the patient. According to the patient, the situation lasted for 4 years. The patient stayed at home for 6 months as she was not able to work and this situation caused her diplopia (diplopia). She had received the enzyme treatment twice. The patient had consulted physicians abroad for this situation. Outcome at the time of the report: product nodule was not recovered/not resolved/ongoing. Swelling/permanent oedema was not recovered/not resolved/ongoing. Ganglions was not recovered/not resolved. Reactive inflammatory nature was not recovered/not resolved/ongoing. Pain when laughing was unknown. Rigid cord was unknown. Eyelid dropped down was not recovered/not resolved/ongoing. Diplopia was not recovered/not resolved/ongoing. Injected restylane lyps lidocaine to the dark circle fold below the eyes/restylane kysse to eyelids was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2020 from the patient and physician. Case was medically confirmed. Verbatim of event implant site oedema updated. Suspect device updated from restylane silk to restylane lyps lidocaine. Also implant location, volume, needle type, event onset date of oedema were updated. V.2 fu received on (B)(6) 2020 from the patient: events pain when laughing and rigid cord added. V.3 fu received on (B)(6) 2021 from the patient: events (eyelid dropped down, implant site inflammation, off label use) and suspect restylane kysse added. V.5 fu received on (B)(6) 2022 from the patient: magnetic resonance performed and patient complained of product still appearing in face. V.6 fu received on (B)(6) 2022 from the patient: suspect device implant date, corrective treatment and mr image were provided. V.7 fu received on (B)(6) 2022 from the patient: event (diplopia) added. Information about consultation and corrective treatment details updated in narrative.